Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 1804061, on a total of (B)(4) smr finned stems manufactured with this lot#. First and only complaint reported on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery performed on (B)(6) 2018 due to humeral stem subsidence caused by an original wrong size choice of the stem (undersized) adopted during the previous surgery performed on (B)(6) 2018. According to the info reported, patient high body weight ((B)(6) kg) could have been a contributory cause of the event. Event happened in (B)(6).

Manufacturer narrative:
Check of DHR: no pre-existing defects were found by checking the manufacturing charts of the lot# 1804061, on a total of 35 smr finned stems dia.18mm manufactured with this lot#. Explants analysis: no explants pictures nor explants were received by limacorporate for analysis. According to the info reported, all the explants were disposed of as per hospital policy. X-rays analysis: only one pre-op x-ray referring to the surgery performed on (B)(6) 2018 was received by limacorporate and it was evaluated by a medical consultant. Following, the medical judgement received: "it is my 'guess' that the primary pathology was fracture? I am unclear whether the stem was replaced at the time of revision surgery? But the x-ray shows an appropriate stem size bit in a degree of valgus. This is not a bad thing as such but could have bearng on impingement and therefore stability. I am guessing again the revision was because of subsidence producing instability? Obesity is not a major cause of instability or subsidence and pardoxically because the arm is held out from the side tends to reduce impingment. I am sorry for so much " guesswork". If there was more information I could be more definitive. I do not see any especial concern re positioning of components". Based on the medical consultant statement, this event is not related to patient's factor (obesity). According to the info reported, this event was mostly related to suboptimal choice/positioning of the implants during surgeries performed on (B)(6) 2018 and on (B)(6) 2018. As discovered through the info reported later about second revision surgery, even the metal back glenoid implanted during the first surgery was not implanted as it should have been (too high, causing soft tissue impingement). According to our product specialist's comment on this case, "when the surgeon realized that the finned stem dia.18mm was smaller than necessary, he would have to replace it immediately without implanting a +9mm humeral extension". In conclusion, this is not a product related case. Pms data: limacorporate is aware of 2 complaints (including this one) involving the subsidence of cementless finned stems l.80mm with codes 1304.15.140÷240. According to our records, a total of 89439 stems have been sold ww in the last 10 years, therefore we can estimate a specific revision rate of 0.002% no corrective action for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Patient's clinical history reported can be summarized as per following: · primary surgery, a trauma reverse, performed on (B)(6) 2018. At this stage, surgeon implanted a finned stem dia.18mm, a glenosphere dia.44mm, a long liner dia. 44mm and a 9mm humeral extension; · first revision surgery performed on (B)(6) 2018 due to humeral stem subsidence (object of this incident report) caused by an original wrong size choice of the stem (undersized) adopted during the previous surgery performed on (B)(6) 2018. According to the info reported, during this first revision surgery, surgeon (the same responsible for primary surgery) did not replace the finned stem, by choosing to replace the previous implanted long liner (6mm) with a medium (3mm) one plus an additional 9mm humeral extension. Final configuration at this stage was at the end 2x 9mm spacers + a medium liner; · second revision surgery performed on (B)(6) 2018 due to soft tissue impingement and implant luxation (undersized stem). At this stage, surgeon (different from the one responsible for previous surgeries) implanted a stem 3 sizes bigger (from 18mm to 21mm) and replaced the 44mm glenosphere implanted on (B)(6) 2018 with a 44mm corrective glenosphere. During this second revision surgery, it was noticed that metal back glenoid was originally implanted too high during the surgery done on (B)(6) 2018 but it was decided to maintain it in situ since it was well fixed. Moreover, several swabs were taken during this second revision and a small culture of staph was found. According to the info reported, patient high body weight (150kg) could have been a contributory cause of the events. Event occurred in australia.